Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced erroneous results. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "there were discrepant cbc w/differential results. Patient had cbc w/differential blood collected into the bd vacutainer k2edta 5.4 mg tube (lot 0133332; exp: 2021-09-30) and the results revealed low wbc 2800/ul and absolute neutrophil count of 392 cells/ul. Repeat cbc w/differential was collected into different blood collection tube (different manufacturer) which revealed wbc 4100/u: and absolute neurtophil count of 2481 cells/ul. We have concern that this discrepancy is due to the bd vacutainer tube malfunctioning as this has additionally occurred in three additional patients, all with normalized wbc and neutrophil counts on the same day or next day repeat. Labs collected into different manufacturer tube, FDA safety report ID (B) (4).

Manufacturer narrative:
Investigation summary: bd received 81 samples for investigation. 30 samples were received at the manufacturing sire and were evaluated visually as well as for additive quantity. Visual examination of the 30 samples were satisfactory with no issues observed. Chemistry lab testing results for both customer samples and retention samples were within the specification limits. Additionally, customer samples were tested for erroneous results. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the customer lot samples. Replicates of both customer and control samples tested were acceptable in terms of both precision and accuracy. Laboratory analysis of customer and control samples indicated that edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced erroneous results. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "there were discrepant cbc w/differential results. Patient had cbc w/differential blood collected into the bd vacutainer k2edta 5.4 mg tube (lot 0133332; exp: 2021-09-30) and the results revealed low wbc 2800/ul and absolute neutrophil count of 392 cells/ul. Repeat cbc w/differential was collected into different blood collection tube (different manufacturer) which revealed wbc 4100/u: and absolute neutrophil count of 2481 cells/ul. We have concern that this discrepancy is due to the bd vacutainer tube malfunctioning as this has additionally occurred in three additional patients, all with normalized wbc and neutrophil counts on the same day or next day repeat. Labs collected into different manufacturer tube, FDA safety report ID (B)(4).